Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not know. The device is not being returned therefore, a failure analysis of the complain device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) and sterile lot reviews were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014 and the pt was discharged home. The pt "called [the physician] approx 24/48 hours post-procedure with cramping and abdominal discomfort. The pt was seen by her pcp and was found to have tenderness on exam and an elevated white blood cell count despite being afebrile. An ultrasound showed heterogeneous material within the uterine cavity. The pt reported minimal discharge". The physician expressed concern that the pt most likely had endometritis and a collection within the uterine cavity. The pt was planned to start antibiotics and to dilate the cervix to allow for egress of the intra-uterine contents. If the dr. Was unable to evacuate the cavity during the office visit, she would plan for a dilation and curettage (d&c) in the operating room.